Event description:
It was reported by customer that cardiosave intra-aortic balloon pump (iabp) unit has no power. No patient involvement and no injury reported.

Manufacturer narrative:
Due to character limitation in e1, full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, e1(event site email), e2, e3, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. The customer's biomed performed the repair. Biomed reseated the unit back into the cart, and the unit powered on. The batteries then recharged to full capacity. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.